Manufacturer narrative:
Philips service reset the flex computer and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to finish booting, and resetting the main flex computer resolved the issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.